Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a wire segment in the pulmonary artery was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include damage caused by retracting the guidewire through the introducer needle; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rect1011 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s: nurse reports a difficult PICC placement. Post placement x-ray show a long length of wire in the pulmonary artery. Nurse is sure the wire retained was the nitinol wire and wants to know if they can complete an MRI on the patient. Ms&s has communicated back to customer regarding wire details. No other details provided.